Event description:
The following has been reported: biomed reported: ""pump says service needed" patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for failed air compressor. Device immediately alarmed at startup. Device was reverted to manufacturing mode and failed pneumatic recharge testing.